Event description:
The patient was undergoing a medical procedure in the carotid artery using a neuron select catheter 5f (5f select). While attempting to obtain access through the upper limb, the physician observed under fluoroscopy that the 5f select fractured on the distal length with a fragment remaining in the common carotid artery (cca). The proximal segment of the 5f select was removed with the assistance of a snare device. The fragment of the 5f select in the cca was retrieved using the snare device. The procedure was completed using a new 5f select. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.